Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc solarice coronary balloon experienced balloon deflation difficulties and would not fully deflate at the lesion site. It was attempted several times to deflate the balloon using both the endoflator and manual suction, but it stayed partially inflated. The balloon was removed without complications. The device was inspected prior to use with no issues noted. Negative prep was not performed. Resistance was not encountered when advancing the device and excessive force was not used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device analysis: the device was received for analysis. The balloon was observed to be partially deflated. Contrast was visible within the balloon. The proximal balloon bond and inflation lumen showed evidence of necking. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. No other deformation was evident on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a and annex c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.